Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents. Unable to confirm failed battery test alarm.

Event description:
The customer reported being hospitalized due to high blood glucose, and the insulin pump failed the battery test. The blood glucose reading at time of call was 180mg/dl. The customer mentioned that that he went to the courthouse and the insulin pump went through the metal detectors. Advised the caller that it is okay for metal detectors, but the device should no be exposed to x-rays machines or any device that gives a high magnetic field. The customer did not feel comfortable and request a replacement. No further information was provided.